Event description:
The customer's mother reported that her daughter's blood glucose reached 300 mg/dl less than 24 hours after the pod was activated. Upon removal, she noticed the cannula was not properly inserted into the infusion site. There was insulin leaking everywhere on her skin.

Manufacturer narrative:
The product was not returned for eval. The user reported a cannula not properly inserted into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.